Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/18/2024, a sales representative reported via (B)(4) that (qty. 2) of an abs-10063 cprp processing set, arthrex angel system, was defective and had issues with the anticoagulant. They were unable to use it during the case. The patient was not affected. This was discovered during a procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error following the device's correct surgical technique.